Event description:
Volunteer ff/emt's responded to a person in cardiac arrest. The pt was moved from a chair to the floor and CPR admin while the device was connected to th pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes twice when the analyze button was pressed and would not analyze the pt's rhythm. The reporter said the als team arrived with a manual defibrillator and connected the device to the pt with the defib electrodes already attached to the pt. The reporter said the als defibrillator worked properly in AED mode and, after analyzing the pt's rhythm, determined that no shock was advised. The pt was not resuscitated, but the reporter said the device did not contribute to this death because he wasn't viable.